Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Blood glucose level was addressed with manual injection. Reportedly, the customer alleged that the pump was not delivering insulin properly. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.